Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The patient¿s husband noticed that the patient was foaming out the mouth and called an ambulance around 10:00pm. He stated that the continuous glucose monitor (cgm) was not showing any readings at the time because there was a signal loss. When the paramedics arrived, they stated the cgm was displaying low and the patient was feeling weak. The paramedics administered the patient with glycogen and was transported to the hospital. The patient was treated and was sent home after her blood sugar was stable. At the time of contact, the patient stated they still did not feel well. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.